Event description:
The hcp reported that while placing a bravo ph monitor the clinician felt resistance while depressing the plunger and the capsule would not attach. It was retrieved from the pt's esophagus. No serious injury to the pt was reported.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.